Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that patient's infusion set's tubing detached/broken at site connector prior to insertion. This issue occurred twice within the past month. At the time of the event, her blood glucose level was 140 mg/dl for both the events. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.